Manufacturer narrative:
Expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported by the customer that they had misidentifications on panel phoenix nmic/ID-307. There was two occurrences in this event with no patient impact. The following information was provided by the customer: " steps taken with customer/troubleshooting: customer reported 2 isolates that were misidentified. 1 was an e. Coli that was called c. Freundii, and the second was k. Aerogenes that was called e. Cloacae."

Event description:
It was reported by the customer that they had misidentifications on panel phoenix nmic/ID-307. There was two occurrences in this event with no patient impact. The following information was provided by the customer: " steps taken with customer/troubleshooting: customer reported 2 isolates that were misidentified. 1 was an e. Coli that was called c. Freundii, and the second was k. Aerogenes that was called e. Cloacae."

Manufacturer narrative:
This complaint is not confirmed. This complaint is for mis-identifications of e. Coli as c. Freundii and k. Aerogenes as e. Cloacae when using phoenix panel nmic/ID-307 (449289) batch number unknown. The customer did not provide lab report results, panel returns or isolate returns for investigation. The customer provided the batch number of 1021107, which is invalid. Investigation on performance could not be performed since the batch number was not valid. Based off of trend analysis, this complaint is not confirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Based on the overall investigation performed, this complaint is unable to be confirmed for physical defects. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a mis-identification was assessed as s4.